Event description:
It was reported that four different types of micro joint instruments had broken parts including broken head failure. It was not confirmed whether the malfunction occurred during a clinical procedure. No adverse outcome was reported.